Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) ,the device was unable to obtain an ECG signal via multi-function cable/electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and one step complete with pacing pads were returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device passed all testing. The electrodes were subjected to ECG testing including multiple discharges that resulted in no faults found. Visual inspection found a small amount of hair, lint and traces of foreign substance/black residue on them. No evidence of arcing was observed and the pads were assembled according to specification. The multifunction cable and connections were all inspected and tested without any discrepancies found. Internal inspection of the device yielded no findings. Review of the device activity logs showed multiple errors that indicate that the pads may not have been properly placed/coupled to the patient's skin. There are a number of factors outside of a device malfunction that could have caused no ECG signal such as; electrode application, patient preparation, skin condition, patient movement/motion artifact or electrical interferences. The clinical data file was not available as part of this investigation. Analysis for reports of this type has not identified an increase in trend.